Manufacturer narrative:
Analysis results: the charger was sent to the supplier for further investigation. The supplier report indicated a component db5001 leakage.

Manufacturer narrative:
Date of event is approximate. Toothbrush model, catalog number, manufacturing number or serial numbers were not provided. Customer contact information, mailing address and phone number were not provided.

Event description:
A consumer reported that their sonicare toothbrush exploded. No injury or property damage was reported.

Manufacturer narrative:
D4: the diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system. The charger device model, serial number were identified and updated during analysis. H4: device manufacture date was identified and updated during analysis. Analysis results: the root cause of the customer¿s complaint was a burned charger.